Event description:
Received spontaneous call from pt's infusion rn reporting that the pump keeps beeping air in line. She has trouble shot through everything including changing the IV tubing manually removing air from the IV bag. Ensuing no clamps were clamped, there is no down or up occlusions and pt's port is flushing without an issue. She confirmed she can see no air bubbles either. She kept advancing the fluid in the line through the pump to keep the infusion running. She requested a new pump be sent. Back to 0.5 mls with the air sensor sensitivity. She requested to send a new pump just in case this pump is not accurate since it is having the air sensor issue. We did discuss the concern of sending the pump with the air sensor off for safety purposes. She verbalized understanding. No other info is known or was provided. "Indication: morquio a mucopolysaccharidosis. Rn had this issue before in october. She requested pharmacy change the sensitivity on the air sensor at that time. She believes the pharmacy sent with the air sensor off or not as sensitive but she believes the pump defaulted." Reported to (B)(6) by health professional.